Event description:
It was reported that the guidewire lodged and got stuck on incisions. Customer thinks the spring on the guidewire was breaking. It was confirmed that there were no patient complications reported.

Manufacturer narrative:
One 0.032" x 60cm guidewire was received without the coil, straighter or the catheter. There was no package returned. Visual examination of the wire found the guidewire to have a broken weld on the "j" tip end of the wire. The outer coil wire had uncoiled over a 20cm area. There was no other damage observed. Visual examination performed with unaided eye. A review of the manufacturing records indicated that the product met specifications upon release. Although the reported nonconformance was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. It could not be determined if some anatomical or procedural factors may have contributed to the broken guidewire. No actions will be taken at this time.